Event description:
The defibrillator implanted in 10/1998, showed an activated replacement indication at the follow-up on 3/9/1999. Furthermore, the implant could not be interrogated. Therefore, the aggregate was explanted on 3/11/1999. Risk or a negative change in the pt's health status was not reported in the attached documents.